Event description:
An optometrist reported a case of epithelial ingrowth, observed one month after lasik enhancement procedure on the right eye. Primary lasik procedure was performed two years prior to the reported issue. Upon follow up, reporter informed that the epithelial ingrowth was removed (flap lift and scrape), a month after the issue was observed. Tow months post removal, issue was noted to have been resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).